Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy. It was noted the customer uses the cartridge more than 72 hours, tandem technical support educated the customer about the appropriate usage duration.